Event description:
Patient undergoing cataract removal by phacoemulsification when the physician noted metal fragments on the anterior and posterior sclera and behind the limbus of the eye. The eye was copiously irrigated and it was thought that all fragments were removed. The next day, on a follow-up examination in the physician's ofice, it was noted that 1 small fragment of metal remained in the anterior chamber of the eye. The physician consulted with the chairman of ophthalmology at a major teaching hospital, whose opinion was that there was no problem or danger to the patient. No further treatment given to the patient.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.